Manufacturer narrative:
We checked the returned unit and confirmed that the shadow image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) buckled, the control body fluid damage, the light guide cable fluid damage, the light guide cable cracked, the light guide cable leaky, the lg prong top missing, and the objective lens fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.